Event description:
It was reported that a cartridge alarm occurred during insulin delivery using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.